Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe was returned for evaluation. No introducer or packaging was returned. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage when the syringe piston was continuously pushed. Balloon deflation was achieved within specification at 1 second without the syringe attached. The specification for balloon deflation without a syringe attached is 4 seconds. As stated in the IFU ¿passively deflate the balloon by removing the syringe from the gate valve.¿ balloon deflated in 2 seconds with the syringe attached. There is no deflation specification with the syringe attached. The gate valve lock appeared to be bonded with clear adhesive material and an adhesive trace was observed from the bonding section between the gate valve and balloon inflation extension tube. Adhesive is used during the manufacturing process of the product in order to bond the gate valve and balloon inflation extension tube. All through lumens were patent without any leakage or occlusion. No visible damage to the balloon or returned monoject 1.5cc limited volume syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 10x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of deflation issue could not be confirmed during the analysis; however, it was confirmed that the lock of the gate valve did not move. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that the clinician was unable to deflate the catheter balloon before use. It is unknown if the inflation syringe was removed from the gate valve or not. There were no patient complications reported.